Event description:
Medtronic received information that pump error 3, pump error 54 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w version 4.11e retainer ring = black pump returned with pump error 54 and pump error 3 on (B)(6) 2022. Pump's history and trace files downloaded successfully using thus software. Test p - cap/ reservoir locks properly into place. Pump passed the self test and displacement test. No pump error 54 and pump error 3 alarms noted during testing. Pump error 54 was present in the history download on event date of 06-feb-2022 at 9:09 pm. Esf#: esf3010978. (File number: 32122, line number: 1421). Pump error 3 was present on event date of (B)(6) 2022 at 9:09 pm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly, motor, or force sensor. During visual inspection the following were noted: stained keypad overlay, pillowing keypad overlay, and a scratched case. Pump error 54 alarm on event date (B)(6) 2022 at 9:09 pm (file number: 32122, line number: 1421) confirmed in pump history/trace files due to a software anomaly esf#: esf3010978. Pump error 3 was confirmed on event date (B)(6) 2022 at 9:09 pm as a consequence of pump error 54. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.